Manufacturer narrative:
Returned qty.1 insert, 80396, 22236-00081988, 54, test method / gp005-wi02 inductance: gauge ID# 5349 due: (B)(4) 2024 result: 3.12. Tested on: g136 gage ID# 9626-2 due date: (B)(6) 2023 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec. Other visual observation: insert is good, no fault found. Also insert was tested on a digital thermometer i.d.#6116a due date: (B)(6) 2023. The temperature was 85.8° f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175).

Event description:
In this event it is reported that 30k fsi-sli-10l insert,pkd allegedly got hot and reportedly little water comes out during use. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.